Event description:
Hcp reported "pump quit working, but no alarm sounded. Low battery alarm started after explantation." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.